Event description:
It was reported that a physician attempted arteriotomy closure of both the left and right common femoral arteries (bilateral access) using proglide devices with 6fr sheaths after an interventional (stent graft) procedure. Reportedly, both proglide devices misfired during needle deployment. The two proglide devices were removed and two additional proglide devices were used to achieve bilateral hemostasis. There were no reported adverse patient sequelae. The physician is reported to be proficient in the use of the proglide device. No clinically significant delay in the interventional procedure was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A device misfire, or failure to deploy can be experienced due to a number of factors including, but not limited to, the user technique, operational context, patient anatomy, or manufacturing. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The information provided is limited and does not allow for assigning a contributing factor to the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.